Manufacturer narrative:
The device was received for evaluation without a power cord. The event history log was reviewed, but the reported condition is unable to be verified through the event history log review. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed along with a short simulated therapy which was successfully completed. A new power cord was provided to be able to perform the functional testing. The reported condition was not verified since the power cord could not be evaluated. The missing power cord was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the power cord of the homechoice device was torn with wires showing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.